Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced drainage at the ipg incision site since mid july due to not being fully healed. Testing and cultures did not reveal infection. The system was removed and there were no signs of infection. Issue has resolved.